Event description:
The device was used during a rectal polypectomy procedure. Reportedly, the instrument was difficult to open. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
02/12/1998- supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The reported condition has been confirmed and attributed to binding on the radius feature on the cartridge housing.